Event description:
It was reported that the atrial lead exhibited noise reversion, the atrial lead was reprogrammed. On 18 may 2023, it was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the atrial lead exhibited noise over-sensing resulting in automatic mode switch episodes. No intervention was performed. The condition of the patient was unknown and will be continue to be monitored.